Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that the surgeon was performing the procedure and went to fire the ets35 instrument on the major vessel leading into the spleen (splenic artery) and stapler did not fully fire. The surgeon noticed bleeding, because knife cut, but staplers didn't fire. The surgeon sutured to stop bleeding. He noticed later that not all staples were fired. There was no consequence to the pt.